Event description:
The event of 1/21/2026 was determined not to meet the manufacturer¿s reportability criteria because the device did not cause or contribute to a death or serious injury, nor did the malfunction present a risk that would be likely to cause or contribute to a death or serious injury if it were to recur.

Manufacturer narrative:
Correction b5: the event of 1/21/2026 was determined not to meet the manufacturer¿s reportability criteria because the device did not cause or contribute to a death or serious injury, nor did the malfunction present a risk that would be likely to cause or contribute to a death or serious injury if it were to recur.

Manufacturer narrative:
Additional information can be found in b5. Note: because the additional information indicates that the issue occurred during priming and prior to patient connection, the annex a code was updated to a25. Corrected information can be found in section d10 concomitant products and h6 component code. .

Event description:
Additional information was received on 03mar2026 as follows: the customer's reported issue occurred during priming. Although there was patient involvement, there was no harm.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received.

Event description:
An event involving a clave connector reported that the clave inner plastic piece does not compress to allow flow of intravenous (IV) fluids. There was unknown patient involvement and unknown harm/adverse event reported.